Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) need assistance for 8100 s/n (B)(4) and is showing error code 240-4150, (B)(6) would like to understand if after running the analog sensors test and found out that pressure sensor is faulty and was replaced. (B)(6) would like to know if after replacing defective pressure sensor, would like to know if it requires to run a calibration test. I explain to (B)(6) that is not required to run a calibration test. If after running the test, patient side occlusion is failing. Then I recommend to try and run a calibration test.